Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5: describe event or problem, f10: impact codes and device codes and h6: impact codes and device codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. The a revision was performed and the ICD along with the right atrial (ra) lead were explanted and right ventricular (rv) was capped. The physician could not get the rv lead out. The patient will go back in with laser on another day. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.